Manufacturer narrative:
This lead is not expected for return. Should additional information become available, or if the lead is later returned and analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was oversensed and resulted in numerous inappropriate shocks. Additionally, high out of range pacing impedance measurements were observed. An invasive procedure was performed. This lead was explanted and successfully replace. No additional adverse patient effects were reported.